Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was over 600 mg/dl at the time of the call. The customer was hospitalized on (B)(6) 2015 around 4 pm. The customer sated that the readings on their insulin pump stated that their blood glucose was 1000 mg/dl but those were false readings. The customer took x-rays and was treated with IV fluids. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent out tubing clamps to troubleshoot their insulin pump at a later time. The customer was sent a new sensor.